Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 200 mg/dl, 400 mg/dl and 455 mg/dl at the time of incident and the current blood glucose level was 149 mg/dl and 430 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. Customer was able to perform displacement test and high pressure test and insulin pump passed both the test. Customer states they were unsure if they were wearing the insulin pump during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.